Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the implant site resulting in an overload fracture of the coil wire and the wireguard. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user got hit by a steel bar on his head directly on the implant site. Afterwards the device was no longer working. The user has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user got hit by a steel bar on his head directly on the implant site. Afterwards the device was no longer working, the user has been re-implanted.